Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 10/12/2016, that on (B)(6) 2016, the patient experienced intermittent audio output from the receiver and an adverse event. The patient was asleep and his wife woke him up. It was found that the cgm was displaying blood glucose values of 36 mg/dl. A fingerstick reading confirmed the patient was at 37 mg/dl. Patient's wife reported that the continuous glucose monitor (cgm) did not produce an audio alarm or vibrate. Patient's wife tried to give the patient sugar, but he could not swallow well. The patient was taken in an ambulance to the urgent care, and then to the hospital. The patient was given an IV by the paramedics. The patient remained at the hospital for 5 days due to congestive heart failure. At the time of contact, the patient was stable and at work. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event of intermittent audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. The device was determined to be operating within the required specifications without malfunction. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.